Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump continued to reset itself. As a result, customer stopped using insulin pump. During troubleshooting, alarm history showed a signal too low alarm, spanish anomaly alarm, and an unexpected restart alarm. Assistance was given in reprogramming insulin pump. Insulin pump passed self-test. After troubleshooting, customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days and no error alarms were noted during testing. The insulin pump passed the reset test. However, alarms were found in the alarm history due to a corrupted history file. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.